Manufacturer narrative:
Livanova (B)(4) has not received any further reports from the customer regarding issues with this device. No specific trend was identified for this issue. The complaint investigation has been closed. Evaluated on site by livanova rep.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the pump 2 motor and distribution board. The device was tested and no further issues were noted. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the patient side of the heater-cooler system 3t during priming. There was no patient involvement.